Event description:
It was reported that the patient experienced a shocking stimulation and a burning and tingling sensation in the lower back area. It was noted that this started occurring in the last 2 months. No known falls or trauma was reported by the patient. An x-ray was performed and confirmed that the lead location "was fine and normal." It was noted that the shocking and tingling sensation only occurs when the patient's device is turned on. The shocking sensation was reported to be "constant and not intermittent." Normal impedance measurements were reported. It was noted that "electrodes that were close to each other had impedance readings around 300 to 400 ohms." It was further noted that the patient's device was reprogrammed, but the patient still felt a tingling sensation. It was noted that the patient was not receiving stimulation in their ankles, where it was needed. It was further reported that the patient was not receiving effective therapy after reprogramming. No surgical intervention or revision was scheduled. Refer to manufacturing report # 3004209178-2012-09277.

Manufacturer narrative:
Product ID, 37711 lot# serial# (B)(4), implanted: 2006 (B)(6), product type neurostimulator product ID, 7495lz25 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID, 7435 lot# serial# (B)(4), implanted: 2001 (B)(6), product type programmer, patient product ID, 377760 lot# v012045, implanted: 2006 (B)(6), product type lead product ID, 377760 lot# v007742, implanted: 2006 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2006 (B)(6), product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID, 37711 lot# serial# (B)(4), implanted: 2006 (B)(6), product type implantable neurostimulator product ID, 3487a-33 lot# j0230935v, implanted: 2002 (B)(6), product type lead. (B)(4).